Manufacturer narrative:
This report is being submitted to correct an error made on the initial submission of the 510k number.

Manufacturer narrative:
The subject device was returned and an evaluation was performed. As reported the barrel insert at the distal end of the device was found to have detached from the cannula assembly and was returned with the device. The barrel insert device was found clogged with biological material along with a fastener and broken fastener pieces. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the combination of the clogged tip and the forces applied to the device in use resulted in the barrel insert being dislodged. A review of the manufacturing records found no anomalies. Based on the available information, the reported problem of the fasteners deploying incorrectly and the detachment of the barrel insert were due to the blockage of the barrel insert. The instructions-for-use (IFU) supplied with the device states, that it is not possible to fixate directly into bone or cartilage as this may damage the device. The IFU also states that "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during a laparoscopic inguinal hernia repair using the optifix device, as the device was fired, the tacks were coming out incorrectly and the tip fell off. Another mechanical fixation device was used to complete the case. Contact confirmed that there was no patient injury reported as a result of the problem experienced.